Event description:
It has been reported to philips the tempus pro sn#(B)(4) will not go passed rdt blue screen when booted up. Screen goes black and power button flashes green led light continuously. Screen is non responsive. Monitor was reported having this issue in the field today. Monitor will need bench repair possibly.